Event description:
Description of event: the ebus echotip procore needle 22g is used during ebus procedure. After first use to extract fine needle aspiration sample, we notice the needle tip is kinked. We had to throw the needle and get a new one and same incident happens. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence patient/event info - notes: 1. Are images of the device or procedure available? No. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Patient end. 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. 5. If the device is a procore needle, is the device damage located at the notch / core trap? Yes. 6. Was gaining access to the target site difficult? Yes. 7. Was the device used in a tortuous position? N/a. 8. Was puncture of the target site difficult? Yes. 9. Please describe the anatomical location of the intended target site. Lungs. A. If the lungs, which lymph node was being targeted? Can¿t remember. 10. Please describe the size of the intended target site. Can¿t remember. 11. If not with the device in question, how was the procedure performed and/or finished? Using procore 25g needle. 12. Was the device damaged in packaging prior to removal? N/a. 13. Was the device damaged on removal from packaging? N/a. 14. Was force required to remove the device? Yes. 15. Did the patient require any additional procedures as a result of this event? No. 17. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a. 18. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc? No. 19. If yes, please specify what was observed and where on the device it was observed. 20. What is the scope manufacturer and model number that was used? Pentax ep 1970-UK. 21. Was resistance felt while inserting the device through the scope? Yes. 22. Was the scope recently serviced / repaired? No. 23. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? Yes. 24. Was the syringe used during the procedure, after the stylet was removed? Yes. 25. Was difficulty experienced while retracting the needle? Yes. 26. Was it possible to fully retract the needle into the sheath before removing the device from the patient? Yes. 27. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 28. Was the stylet partially removed when advancing the needle into the target site? Yes. 29. How many samples were obtained (passes completed) with this needle? 1. 30. Did any section of the device detach inside the patient? No. If yes, please specify: 31. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. 32. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No. 33. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? Yes. 34. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? Na.

Manufacturer narrative:
PMA/510(k)#: k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
A supplemental report is being submitted due to completion of the investigation on 5 jun 2025.

Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records: prior to distribution, all echo-hd-22-ebus-p-c devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-hd-22-ebus-p-c device of lot number c1968518 did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label: the notes section of the instructions for use, ifu0110, which accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The user is instructed in the precautions section to "ensure the stylet is fully inserted when advancing the needle into the target site." There is evidence to suggest that the customer did not follow the instructions for use (ifu0110). Image review: an image was not returned for evaluation. Root cause review: definitive root cause was established. The user has not complied with the requirements of the IFU and/or label. A definitive root cause could be attributed to use error as the stylet was not fully inserted when the needle was advanced into the target site. Additional information received in the patient/event information: notes under q.28 confirmed that the stylet was not fully in place inside the needle when advancing into the targeted site which is considered use error under the precautions section of the instructions for use. The use error subsequently caused the distal kink, as noted during the lab evaluation. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Summary: complaint is confirmed based on the customer's testimony. According to the initial reporter, the patient did not experience any adverse event due to this occurrence. Complaints of this nature will continue to be monitored for similar events.